Event description:
The pt (B)(6) received an scs system, including an ipg, on (B)(6) 2007. It was reported the pt is experiencing overstimulation each time the scs therapies are turned on. Unfortunately, reprogramming has not resolved the overstimulation. The physician has been in formed and is working with the pt to correct this issue. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.